Event description:
At the end of the procedure (hysteroscopy and laparoscopic tubal ligation), it was noticed that one of the acron tips from a uterine manipulator was missing. It was recovered from the patient's vagina.